Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) said they noticed that when they charge their implanted neurostimulator(ins), sometimes the therapy "cut off.". Pt said when their therapy "cut off" they typically just used their pt programmer to turn their therapy back on, but for the past about two weeks, the pt programmer did not work and the screen would not turn on. Pt said they had not used much of the ins charge in the past two or so weeks because they had not been able to turn their therapy back on because of the pt programmer issue and the charge had not depleted much. Pt attempted to replace the aaa batteries in the pt programmer two times and even used brand new batteries, but the pt programmer screen did not come on. Pt said they used aaa batteries and then bought batteries, but nothing resolved the issue. During the call, the pt reset the pt programmer by removing the batteries and reinstalling the batteries, but the pt programmer screen did not turn on. Pt called back and said the pt programmer antenna was frayed. A new programmer and antenna was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer; patient product ID: 37092, serial#: unknown, product type: multiple therapy product. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Concomitant medical products: product ID 97740, lot#/serial# (B)(6), product type programmer, patient product ID 37092, lot#/serial# unknown, product type multiple therapy product this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) said they noticed that when they charge their implanted neurostimulator (ins), sometimes the therapy "cut off."  Pt said when their therapy "cut off" they typically just used their pt programmer to turn their therapy back on, but for the past about two weeks, the pt programmer did not work and the screen would not turn on. Pt said they had not used much of the ins charge in the past two or so weeks because they had not been able to turn their therapy back on because of the pt programmer issue and the charge had not depleted much. Pt attempted to replace the aaa batteries in the pt programmer two times and even used brand new batteries, but the pt programmer screen did not come on. Pt said they used energizer aaa batteries and then bought rayovac fashion batteries, but nothing resolved the issue. During the call, the pt reset the pt programmer by removing the batteries and reinstalling the batteries, but the pt programmer screen did not turn on. Pt called back and said the pt programmer antenna was frayed. A new programmer and antenna was requested. Additional information was received from a patient (pt). It was reported that the steps taken to resolve the programmer not powering on resulting in therapy loss was returning the programmer. This issues has been resolved.